Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure on an unknown date and absorbable straps were used using the ipom technique. During the procedure, multiple straps fell off and would not fix. The procedure was completed with a like device and no patient consequences.